Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The product support engineer advised customer to replace the cpu pcb. Customer is using software ver. 2.1 the fse noted the customer will replace the cpu pcb, she has one in house. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the unit has a check vent error code (1104) backup alarm failed. It is unknown if the unit was in patient use at the time of the reported issue.